Event description:
A male underwent aaa repair in 2008. The procedure was conducted according to cook's instructions for use (IFU). Devices placed were a zenith main body and two zenith iliac legs. Terse devices were placed without reported incident. Follow up CT scan showed a type ii endoleak and in 2009 the ima was coil embolized. A new CT scan, post ima embolization, showed a type I endoleak at the proximal main body. The operator decided to place a zentih main body extension along with another MFR's stent (1820334-2009-00469) approx two months later. The endoleak seamed to be resolved. Another CT scan, post type I repair, showed a type ii endoleak at the graft bifurcation, it was also noted that the contralateral iliac leg did not have a full 22mm overlap. On approx two months later, a zenith iliac leg was placed at the contralateral leg overlap. An angiogram showed no resolution of the type iii endoleak. The operator was now convinced that there must be a hole in the graft material at the graft bifurcation. He preceded to place a zenith converter and a zenith occluder in the left iliac leg (1820334-2009-00467). A final angiogram showed resolve of the endoleak.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, sizing requirements. No definitive root cause can be identified at this time. We will continue to monitor for similar complaints.